Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 09-nov-2023. The device evaluation was completed on 16-nov-2023. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal cardiac ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Before the operation, when the packaging was opened, it was noted that the tip of the catheter was damaged. There was no damage to the outer packaging. A second device was used to complete the operation. Device was not used in patient. There was no adverse event reported on patient. Device evaluation details: a picture was received for evaluation following biosense webster inc. (Bwi) procedures. According to pictures provided by the customer, the tip of the sheath was observed bumped. The customer complaint was confirmed based on the picture received. The device was returned to bwi for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the tip of the device was bumped. No other anomalies were observed in the device. A device history record evaluation was performed for the finished device 60000149 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1.(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal cardiac ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Before the operation, when the packaging was opened, it was noted that the tip of the catheter was damaged. There was no damage to the outer packaging. A second device was used to complete the operation. Device was not used in patient. There was no adverse event reported on patient.